Manufacturer narrative:
(B)(4). Concomitant medical products: vanguard cr ilok fem-lt 67.5, cat#: 183030 lot#: ni, vngd cr lip tib brg 10x71/75, cat#: 183540 lot#: ni, biomet cc I-beam tray 75mm, cat#: 141224 lot#: ni. Product is currently not expected to return to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up medwatch will be submitted. Multiple MDR reports were filed for this event, please see all associated reports: 0001825034-2018-06846, 0001825034-2018-06847, 0001825034-2018-06848, 0001825034-2018-06849.

Event description:
It was reported a patient underwent primary total knee arthroplasty and subsequently expired while inpatient due to pneumonia and acute renal failure approximately sixteen (16) days post-implantation. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.